Manufacturer narrative:
Additional information was received on 20-aug-2024 updating the date of the event to 25-apr-2024. Therefore, processed b3. Date of event. During an internal review on 13-sep-2024, noted a correction to the 3500a initial as in error missing the following under h11. Additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter ablation and the patient experienced a complete heart block that required pacemaker implantation. During manipulation of the thermocool® smart touch® sf bi-directional navigation catheter, a complete heart block was noted on the instruments. Immediately, they began emergency pacing from the catheter. The patient got a pacemaker and is now in stable condition. Additional information was received. The physician's opinion on the cause of the adverse event is procedure - manipulation of the catheter bumped the right bundle branch causing the heart block. Patient is fully recovered from the procedure but is pacemaker dependent. The patient had an underlying left bundle branch block. Therefore, the catheter bump causing right bundle branch block caused the patient to be in complete heart.

Manufacturer narrative:
Additional information requesting clarification on the event date and the procedure date as originally reported 31-may-2024. However, received information that adverse event date is 25-apr-2024. No additional clarification provided at this time. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).